Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, foreign material remaining in the air/water nozzle was collected and analyzed for its components, resulting in the detection of silicates and organic silicones. The silicates may have come from limescale or chemicals, while the organic silicones may be chemicals such as antifoaming agents, but their origins could not be identified. The cause of the foreign material remaining in the device could not be identified as no problems were found after checking the reprocessing situation. It is thought that cleaning may have been insufficient due to some factor, resulting in the inability to fully remove chemical contaminants such as chemicals that had adhered during the procedure. Suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual cf-xz1200l/I chapter 3 preparation and inspection prevention method is described in the reprocessing manual cf-xz1200l/I chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.